Event description:
It was reported that after t1 and t2 deployed, the knot did not frapped, then we cut the suture, but failed to remove t1 and t2, t1 and t2 remained fixed in patient. There was no significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed it was not returned in the condition of the reported complaint of suture breakage. Both ts and suture remain on the insertion needle in their customary pre-deployment positions. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Both ts deployed as a result of the test.